Event description:
Caller reported a minimum fill notification. Customer's blood glucose level exceeded 500 mg/dl, indicated as "high." To address the high blood glucose, the customer administered a correction bolus using the pump. No third-party assistance was needed. The caller attempted to reload the cartridge in the pump, which still contained 80 units or more of insulin. Technical support recommended cleaning the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, and the customer successfully resumed insulin delivery.